Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the charge-coupled device (ccd) top cover was found with a crack. The video connector also was found with a crack. The reported issue was confirmed due to a faulty cable unit. The coupler was found bent, causing an off-center image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported no image on a camera head. The issue occurred during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a root cause could not be conclusively determined, it is likely the cable unit failed because an unexpected stress was applied to the cable unit by the user's handling, causing the reported issue (no image). Regarding the proper handling of the device, the instruction manual states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Per the legal manufacturer, regarding the other issues identified in the initial report that were found by service during the device evaluation (cracked charge-coupled device top cover, cracked video connector, and bent coupler), there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.